Event description:
Injury (needle): a nurse from the united kingdom reported that a novofine 30 needle came away from the hub and stayed in a pt's thigh. The needle was removed under general anesthesia. No further info concerning the pt or the event is known.